Manufacturer narrative:
Hamilton medical ag reference: (B)(4); investigation still needs additional time, panel connection lost were shown in the logfiles.

Event description:
Hamilton medical ag received the following event description: panel connection lost during patient ventilation. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is still ongoing.